Manufacturer narrative:
This report is submitted on august 24, 2020.

Event description:
Per the clinic, the patient experienced discomfort with device use, and was placed under general anaesthesia on (B)(6) 2020, in order to convert the patient to a transcutaneous osia baha implant system. During the procedure, the magnet was removed and an implant was placed on the internal fixture.